Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead during a follow up in clinic. The lead was observed to be fractured. The lead was capped on 6 sep 2019 and replaced. The impedance and thresholds were stable. The patient is pacemaker dependent and was stable following the procedure.